Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 197 mg/dl. To address the issue, the customer changed the tubing and resumed insulin therapy.